Event description:
In 2008, the patient reported that on five days earlier, his blood glucose began to elevate. He stated that his blood glucose measured 110 mg/dl in the morning and 135 mg/dl by lunch time and he bolused 0.5 units of insulin. At 5:00 pm his blood glucose measured 440 mg/dl and he bolused 7 units of insulin and he bolused another 7 units of insulin an hour after that. He then began vomiting blood and he was driven to the hospital by his wife. He stated that his blood glucose measured about 500 mg/dl and he was diagnosed with ketoacidosis at the hospital. His normal blood glucose range is 70-130 mg/dl. He remained in the hospital for 3 days and he was treated with a saline IV and 8-9 units per hour of insulin on the night of five days prior to original date. On the next day, his insulin dosage was adjusted to 6 units per hour via IV. When the patient reconnected to his infusion device his blood glucose began to elevate again and he changed his infusion site. He stated that the cannula was "completely mangled" and his abdomen was black and blue at the infusion site. He stated that he changes his infusion sites every 3-4 days. He was advised to change the infusion site every 72. Upon follow up on thirteen days later, the patient reported that he experienced another bent cannula on the day before. He changed the infusion site and had no further issues. Product was replaced and requested to be returned for evaluation.